Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation therefore the cause of event cannot be determined.

Event description:
It was reported that the patient underwent fusion surgery using rhbmp-2/acs on (B)(6) 2015. Post-op on an unknown date the patient complaints of pain, unspecified injury and was on medications to control the pain.the patient reported that a sealant system was used to coat the nerve to prevent rhbmp-2/acs damage.the patient reported leg pain.